Manufacturer narrative:
Additional information added to the following sections: b5, event description: "there was a roughly 5 minute delay to exchange the instrument." H2, fdd codes: new code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy while inserting the tip of the bipolar maryland forceps between the pelvic wall and left side of the prostate during dorsal vascular/venous complex (dvc) dissection, the tip of the forceps could not be felt grasping any tissue. The instrument was removed using the broken instrument procedure and it was confirmed that the wire of the forceps broke. A new instrument was used to complete the case and there was no remnants of the other instrument left in the patient. There was a roughly 5 minute delay to exchange the instrument. There was no patient injury.

Manufacturer narrative:
Medtronic led an evaluation of the returned bipolar maryland forceps and the device data logs. Visual inspection of the bmf noted there was no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. The tungsten drive cable number three was broken. Functionally, the jaws were not manipulated due to the damage to drive cable three. Electrical testing was conducted and all tests were passed, with no abnormalities noted. Evaluation of the device data logs indicate that the bmf had a use time of two hundred and ten minutes and a use count of two. There was an instance of an error code for 'difference in commanded and actual jaw angles'. This is likely a result of instabilities within the bmf controller or aggressive movements while in tele-operation. That error code is a subsystem inoperable error, and it is the reason why the surgeon could not move the bmf. When that error code gets triggered, the instrument drive unit software commands an off state to all motors, while in position_control, then it reports a system recoverable inoperable_error and a subsystem recoverable inoperable_error occurred. An alarm message gets triggered stating: "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". Evaluation of the bmf confirmed the reported condition. It was determined that the most likely cause was traced to device design. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy while inserting the tip of the bipolar maryland forceps between the pelvic wall and left side of the prostate during dorsal vascular/venous complex (dvc) dissection, the tip of the forceps could not be felt grasping any tissue. The instrument was removed using the broken instrument procedure and it was confirmed that the wire of the forceps broke. A new instrument was used to complete the case and there was no remnants of the other instrument left in the patient. There was a roughly five minute delay to exchange the instrument. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy, while inserting the tip of the bipolar maryland forceps between the pelvic wall and left side of the prostate during dorsal vascular/venous complex (dvc) dissection, the tip of the forceps could not be felt grasping any tissue. The instrument was removed using the broken instrument procedure and it was confirmed that the wire of the forceps broke. A new instrument was used to complete the case and there were no remnants of the other instrument left in the patient. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.